Event description:
Patient has acute anterior mi and was prescribed 100mg aspirin 3 days before the stent procedure. Clopidogrel/plavix 75mg also prescribed. One week before the endeavor stent was implanted the patient had a lad pci and has 80% x 20mm narrowing at lcx proximal with severe calcification. At 57 days ago, the patient received a pci, a 2.5x14mm stent (endeavor) and 2.5x13mm stent (blue) at the proximal narrowing, the stents were deployed from distal to proximal, and the operation was successful. Five days after the operation, the patient suddenly lost conscious during defecation, experienced difficulty breathing, immediately the patient received treatment, and regained consciousness after 20 minutes. However, 40 minutes later, patient exhibited adams-stokes syndrome again; heart beat reduced to 30 bpm with asphyxia. The investigator treated the patient for additional one hour and forty-five minutes but the patient subsequently died. Please note that this model number en25014x is not distributed in the us.

Manufacturer narrative:
Inherent risk of procedure (myocardial infarction, death), patient's condition affected effectiveness of device (acute anterior mi pre-implant and adams-stokes syndrome). Device failure/lack of effectiveness related to patient condition (acute anterior mi pre-implant and adams-stokes syndrome). Required secondary intervention).